Event description:
A high reading issue was reported with the adc device. The customer experienced symptoms described as "cold sweat, no reaction, sugar shock, and loss of consciousness." The customer received intravenous glucose for treatment by a healthcare professional. There was no report of death or permanent impairment associated with this event. A sensor reading of 225 mg/dl was obtained against an hcp meter reading of 113mg/dl. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed, and a follow-up report submitted.